Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 45, 44, and 45 mg/dl, level 2 ¿ 301, 307, 306 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The reporter returned accu-chek performa meter serial number (B)(6) for investigation. Control ranges: level 1: 30-60 mg/dl level 2: 254-344 mg/dl results: level 1 ¿ 46, 45, and 47 mg/dl level 2 ¿ 310, 319, and 320 mg/dl the reporter returned accu-chek performa meter serial number 55112436723 for investigation. Control ranges: level 1: 30-60 mg/dl level 2: 254-344 mg/dl results: level 1 ¿ 46, 46, and 45 mg/dl level 2 ¿ 315, 313, and 314 mg/dl the reporter returned accu-chek performa meter serial number 55112439937 for investigation. Control ranges: level 1: 30-60 mg/dl level 2: 254-344 mg/dl results: level 1 ¿ 45, 46, and 45 mg/dl level 2 ¿ 315, 306, and 313 mg/dl all returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The reporter's product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant glucose results for one newborn patient tested with two accu-chek inform ii meters, serial numbers (B)(4). At 17:17, a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 28 mg/dl. At 17:22, a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 34 mg/dl. Within 15 minutes of the first two tests, a sample from the patient was tested using an accu-chek performa meter (serial number unknown), resulting with a value of 52 mg/dl. The customer did not trust the values obtained with the accu-chek inform ii meters and trusted the value from the accu-chek performa meter.